Event description:
It was reported that during follow up, noise was observed on the stored egms. The lead was capped during device change out normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.